Event description:
During an embolization of a giant aneurysm located in a tortuous (ica) internal carotid artery, while placing an 8 x 24 mm standard, tdl coil, the coil stretched. The aneurysm measured 23 mm x 14 mm with a very wide neck. The aneurysm neck required vessel reconstruction to support the coil mass. Initially, the wide neck was stented with a 37 mm, however, due to the significant tortuosity, the initial stent was not long enough, and therefore, a second 28 mm stent was placed within the 2nd stent, to cover the aneurysm neck. The physician began coiling with an 18 x 30 mm coil, and gradually down-sized to an 8 x 24 mm. The coiling was done through a jailed microcatheter. The procedure was going well until the coil delivery wire was noted to be bent in a segment outside the pt's body, when attempting to remove the coil, which was already partially deployed in the aneurysm, the tech observed that the coil had stretched and broken. The stretched coil was visible on angiogram. After multiple attempts, the entire stretched coil was successfully removed with an alligator retrieval device. The physician then attempted to re-access the aneurysm to complete the treatment of the aneurysm with a new microcatheter; however, he was not able to do so after multiple attempts. He aborted the case and will schedule another embolization of this aneurysm at a later date. According to the physician, the pt was clinically stable and did not suffer any adverse events during the procedure. Additional information indicated that the pt is a female with unk weight. The pt is allergic to aspirin. Products utilized during the procedure consisted of a 37 mm enterprise, the second enterprise stent and multiple orbit coils (the stretched coil, two prowler select plus microcatheters, and one prowler lpes. Receipt of additional information was not possible because the operator felt that the coil stretching and breaking was not related to a product malfunction or defect, but due to the kinking of the delivery wire caused by the tech which caused the loss of one to one torque and causing friction and resistance. He also stated that there was no issue with enterprise except that he miss-judged the size due to various turns in the vessel. The pt is doing just fine. No further information is available.

Manufacturer narrative:
The enterprise vrds remain implanted. The device history records (DHR) review for device, completed, indicates this product was final inspection tested and was determined to be acceptable. As reported by the physician, vessel characteristics contributed to the under-sizing of the selected enterprise vrd requiring placement of a second enterprise vrd. Based on the information received, the procedural factor of continued use of the orbit system after delivery wire kinking during handling contributed to the stretching and subsequent breaking of the orbit coil. The technique of jailing a microcatheter between the vessel wall and the vrd was used for coiling. Although, there is no indication that this technique contributed to the events, this technique is not outlined in the instructions for use. The inability to access the aneurysm through the stent may be related to stent overlap as well as aneurysm location and vessel characteristics. The performance and safety of two or more overlapped stents has not been established. Usage other than the approved labeling may involve risks not described in the labeling. There is no indication that the reported events are related to the design or manufacture of the device, but appear to be related to clinical factors. This is one of three products used during the same procedure on the same pt, which is associated with mfg report#: 1058196-2009-00083 and 1058196-2009-00085.